Manufacturer narrative:
(B)(4). Additional h-3 summary: a picture was returned for analysis. Upon visual inspection of the picture, a broken needle could be observed. However, no conclusion could be reached on how this happen as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3934028 and product code tvtoml. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. During the procedure, one of the needles broke. The device was removed in two parts. There were no patient consequences reported.